Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarms with fully charged batteries. The batteries were returned for evaluation. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4) and one (1) critical battery alarm involving (B)(4), both alarms due to communication errors between the controller and batteries. Analysis of the data log files revealed several premature power switching events th at were due to momentary disconnections and/or communication errors between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections. As a result, the most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported "intermittent beeps" can be attributed to momentary disconnections between the controller and batteries. An internal investigation investigated communication errors. An internal investigation is investigating momentary disconnections. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery: battery/ (B)(4)/ model #: 1650 / expiration date: 08/31/2016, UDI #:(B)(4), device available for evaluation: yes, return date: 03/31/2016, device evaluated by manufacturer: yes, device manufacture date: mfg date: 08/07/2015-08-07, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the patient experienced ¿critical battery¿ alarms when the batteries were fully charged. There were no reported consequences or effect to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.